Manufacturer narrative:
The alarm trace has several sample clot detection alarms on (B)(6)2019 and (B)(6)2019. There were no further discrepant results since the service actions, and qc are within specification. The investigation determined there was a blockage in the sample probe.

Manufacturer narrative:
The field service representative checked the gear pump pressure and outside wash of the probes. He cleaned both reagent probes and both sipper flow paths. He checked the sample probe and some precipitate came out which he suspected to be the root cause. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ft3 and anti-tpo results from the cobas e 801 module. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The ft3 reagent lot was 34835900 and the anti-tpo regent lot was 34260800.